Manufacturer narrative:
A review of the usage of the device history revealed no related quality notifications. Ten customer samples were drawn and evaluated for stopper pull out. And draw. Conclusion: there were no tubes that tested out of specification for draw, and no stopper pull out was observed. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the bd vacutainer® plus edta tubes had a stopper that fell off during collection. Blood did spill from the tube, but no serious injury, no medical interventions and no mucous membrane exposure were reported. Phlebotomist was wearing protection.